Event description:
Ous MDR - the physician received a hm alarm for a vf record. The record shows noise on ventricular channel during the night. The trends parameters are stable. The usual provocative maneuvers do not reveal any noise or signal. The patient will be carefully monitored for changes.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed the presence of noise on the rv channel which led to vf detection as reported in the complaint text. A conclusion regarding the root cause of the clinical observation cannot be drawn without an analysis of the lead itself. However, due to the capped but still implanted previous lead, mentioned in the complaint description and visible on the provided x-ray image, an increased stress level for the lead under complaint should be considered. Should additional information or the device itself become available for analysis, the investigation will be updated.